Event description:
The customer stated she was hospitalized for high blood glucose and the reading was 500 mg/dl. The customer stated she was getting multiple no delivery alarms prior to the hospitalization. The customer stated she changed the infusion set several times, but the no delivery alarms continued. The customer felt uncomfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.